Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they was visited to the clinic due to unknown reason. The customer¿s blood glucose level was unknown. Customer asked the doctor after visiting to clinic to know about the warranty date of the insulin pump. The insulin pump will not be returned for analysis.